Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Serious injury unlikely. No harm to patient; as event was not patient related per information contained on complaint document.

Event description:
Patient revised due to dislocation.